Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed out, and was admitted to the ER with a diagnosis of syncope.